Event description:
It was reported that this right atrial (ra) lead was suspected to be fracture. The lead presented a high pacing impedance out of range. In the remote monitoring the lead conductor fracture was confirmed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected to be fracture. The lead presented a high pacing impedance out of range. In the remote monitoring the lead conductor fracture was confirmed. No additional adverse patient effects were reported.